Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose around 500 mg/dl. The customer stated that they were vomiting. The customer also reported that they had lost sensor. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.